Manufacturer narrative:
The insulin pump was received with no button response due to flattened all buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify prime alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that her insulin pump alarmed compromised force sensor system during the fill tubing process. The patient's blood glucose at the time of incident was 538 mg/dl, which she treated via manual insulin injection. She also mentioned that her buttons were not working well. The customer did not recall any significant events that lead to the keypad anomaly. The insulin pump will be returned for analysis.